Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's granddaughter reported via phone call that the customer passed away at home. The cause of death was possible diabetic ketoacidosis. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected within a few hours prior to passing, to perform a set change. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.